Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving unknown morphine (10mg/ml at 0.611mg/day) and bupivacaine (8mg/ml at 0.48mg/day) via an implantable pump. The indications for use was spinal pain. It was reported that the reason for the manufacturer representative's (rep) call was a motor stall after MRI, greater than 2 hours. The manufacturer's technical services specialist (tss) reviewed info on telemetry state and advised the rep to continue to check logs until motor stall recovery is noted. The issue was not resolved through troubleshooting.